Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s.. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -16.00/+3.0/089 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was reported as low vaulting with lens rotation, and narrow angle. The lens remains implanted. The cause of the event was due to anomaly in the sulcus structure, so the lens would not stabilize. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
H6: health effect impact code: 4625 - additional surgery, refractive treatment. Claim # (B)(4).